Manufacturer narrative:
Section a: there was no patient involvement. There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit (mpu) was dropped and a corner broke off. The mpu was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged top cover of the mobile power unit (mpu) (serial number: (B)(6) was confirmed. The mpu was returned to the european distribution center (edc) and upon initial inspection, the damaged top cover on the mpu was found. The mpu booted up and functioned as intended. The top cover was replaced, and preventative maintenance was performed before returning the unit to the rental pool. Provided information indicated that the mpu was dropped, and this was suspected to be the root cause of the observed damage. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. G) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. G) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 IFU section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 IFU section 8 ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. The patient handbook and the IFU both caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.